Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with cracked base at display window corner and minor scratches on lcd window.

Event description:
Customer reported the insulin pump alarmed button error. Alarm went away after time. Customer's blood glucose was 110 mg/dl. Alarm and possible causes were explained to the customer. Customer does not recall any significant event that may have caused the device to alarm. Customer was advised to discontinue use of the device and revert to backup plan. No further information reported

Manufacturer narrative:
This MDR related to the (B)(6) manufacturing site has been assigned a medwatch number from the medtronic (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.